Event description:
Boston scientific received information that this right atrial (ra) lead was observed to have insulation damage and was noted to be fractured. An invasive procedure was performed. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.